Event description:
On 27-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping in the middle of night, the infusion set's tubing disconnected on the head site. Reportedly, the tube came apart from the insert and the tube, and it came out close to the site location. The site location was at patient's buttocks and the pump was in the pocket. The infusion had been in use for day and a half. The infusions were stored in a cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping in the middle of night, the infusion set's tubing disconnected on the head site. Reportedly, the tube came apart from the insert and the tube, and it came out close to the site location. The site location was at patient's buttocks and the pump was in the pocket. The infusion had been in use for day and a half. The infusions were stored in a cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.